Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Customer reported during a blood transfusion, blood was found leaking outside the filter drip chamber area. There was no pt harm or medical intervention. No further pt or event details provided.